Manufacturer narrative:
Evaluation: sj907p lot 51898458 was correctly mounted on the insert instruments. The implant has fractured in the horizontal plane through the screw thread connecting it to the instrument on the posterior (inner curved) side. The cracking suggests that the implant underwent high insertion forces, indicating that the disc space was not sufficiently prepared/distracted. The cage has fractured due to user related handling errors. The manufacturing documentation has been checked and found to be according to the specification valid at the time of production. There are no indications for a material or manufacturing defect. No death or serious deterioration in state of health occurred. The event is based on an act/omission of act, that has a different result to that intended. Aesculap (B)(4) determined that a field safety notification would be released and that additional handling and loading cautionary statements would be added to the (B)(6) instructions for use (IFU). This action/decision was reviewed in the us. Said review determined remedial action is not required in the us as the us version of the IFU already has similar cautionary statements. It should be noted that, currently, we do not have similar complaints initiated in the us.

Event description:
Country of complaint: (B)(6). Implant broken. While introducing the implant a fracture of it occurred. We have no information, that the surgery could not be finished nor of negative outcome for patient. We assume that the surgical delay was more than 15 minutes.